Manufacturer narrative:
Lot number for in.pact admiral received- 2e031763. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a revascularization procedure an in.pact admiral drug eluting balloon was used to treat the right sfa. Approximately 24 months later the patient suffered restenosis of the right sfa. The patient was treated deb and atherectomy .the patient recovered.